Manufacturer narrative:
Investigation date: 04/06/2016. An investigation of kangaroo epump was performed for the reported condition. The unit was triaged and the reported condition could not be confirmed. This complaint shall be considered false. Kangaroo epump was manufactured in 2013. A device history record review of the unit indicates the device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2013 that the customer experienced an issue with an enteral feeding pump. The customer states that an occlusion test was performed. The unit should have alarmed at 15 psi, but the motor will not get past 10 during the pressure test. The upstream occlusion works, but the downstream occlusion does not work.